Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided. Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via a fisher & paykel field representative that an mr370 reusable humidification chamber was found not sealed leading to a potential water leak. There is no reported patient involvement.